Event description:
Customer reported receiving imprecise readings on their freestyle blood glucose monitor compared to lab readings. Customer reported receiving readings of 56 mg/dl, 50 mg/dl and 76 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specs and no errors were observed during control solution testing.